Event description:
A customer observed lower than expected vitros phyt results on two different proficiency fluids while using the vitros 5600 integrated system. Chm-03: <3.0 ug/ml vs. The vitros peer mean of 15.09. Chm-05: <3.0 ug/ml vs. The vitros peer mean of 15.03. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. The customer made no allegations that patient sample results were affected. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation found no evidence to suggest that either the vitros 5600 or the vitros phyt slides malfunctioned. The investigation determined that a "no result" was generated for phyt on the affected proficiency fluid samples due to the matrix of the fluid. In addition to the "no result", the vitros 5600 generated a condition code. The operator did not respond to appropriately to an associated analyzer condition code as described in the instrument's on-board user documentation. The root cause of the reported lower than expected phyt proficiency fluid results was user error, as the operator incorrectly interpreted the analyzer condition code as indicating a phyt result below the analyzer's reportable range, when in fact a result could not be obtained due to the matrix of the proficiency fluid. The customer was made aware of the improper response to the condition code to avoid additional misinterpretation.